Manufacturer narrative:
(B)(4). Failure of plate locking mechanism occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gastrectomy re-operation with re-open procedure on (B)(6) 2016 and the reservoir was connected to a drain; it was indwelled the same device from gastrectomy surgery on (B)(6) 2016. After that, the reservoir's lock did not activate when drained the waste fluid and tried to place the lock again. Another like device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Date sent to the FDA: 10/24/2016 during sample evaluation, it was noticed that the lock does not work due to the latch of the plate was broken. After analysis it was found that the latch was broken possibly by final user handling after the manufacturing process was completed. Root cause could not be determined as it was not possible to know when the latch was broken.